Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "multiple nurses troubleshooting to remove air bubbles from b braun pump infusing protonix. This infusion was running without problems for multiple hours then began this morning to give alarm. This rn attempted to remove air bubbles, noted gtt chamber was at least 3/4 full, however, upon flicking, this appeared to create additional bubbles in the tubing. Since infusion was near completion, decision was made to initiate new bag and tubing. Biomed contacted - IV tubing and pump removed for service. Waste of approx 25 ml in infusion bag (and approx 20ml in tubing) resulted." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Two photographs of the incident were provided for evaluation. Photographs were evaluated, and it was confirmed that there were bubbles in the line. Without a physical sample, it is difficult to determine if any defect could have caused the reported incident. The reported defect was confirmed via the photos provided. An approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.